Event description:
The clinic reported that a laser vision correction patient was presented with fold/wrinkles/flap striae on the left eye (os) at 1 day post op. A flap lift, rinse and smooth were performed. At the 1 day post op exam, the patient¿s chief complaint was blur. The clinic reported there was no loss of best corrected visual acuity (bcva). At 6 week post op exam, the patient¿s symptoms were resolved.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.